Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the physician attempted to load the guidewire and punctured the inner lumen and outer insulation of the lead at the end of the s curve. The lead was not used, and the procedure was successfully completed with a replacement lead. The patient was stable.